Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was broken. The device was used, not in its original packaging, and decontaminated. A scratched lcd lens and worn down-stream occlusion (dso) seal were noted. Review of the error log found multiple occurrences of 'cassette not attaching' alarm present. Functional testing was able to duplicate the reported problem. The most probable root cause was an intermittent dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The faulty dso sensor, scratched lcd lens, keypad, overlay, and rear label were replaced.

Event description:
It was reported that the cassette isn't attached properly. This issue was reported to not be related to physical damage/abuse. Event occurred during testing. There was no patient involvement and no harm/adverse event reported.